Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this pacemaker went into safety mode. The device exhibited pacing inhibition due to the safety mode programming. The patient experienced an asystole as a result. The device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker went into safety mode. The device exhibited pacing inhibition due to the safety mode programming. The patient experienced an asystole as a result. The device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.